Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured sepsis and worsening cardiogenic shock due to nicm with a "possible" relationship to the impella device used. Antibiotics were used as treatment for sepsis, however, the patient was ultimately transitioned to "comfort measures only" status, the device was turned off, and the patient ultimately expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) and sepsis has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vt and sepsis could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added- h6 component code 925 corrections to the initial MFR report: d4-corrected model number. Added- d6a/d6b. F6/f8 should have been left blank.